Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient experienced infection. The patient came to the office with redness, swelling and low-grade fever at the implantable cardiac defibrillator (ICD) incision site and was prescribed with antibiotics by the physician. No invasive intervention was done but oral medication was changed/adjusted. There were no additional adverse effects reported. All available information indicated that the product remains in service.